Manufacturer narrative:
Follow-up # 2 ¿ (07/17/2014). The patient¿s meter has been returned on 6/2/2014 and evaluated by lifescan product analysis on 7/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 20174, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio iq meter was reading inaccurately low as compared to another unknown meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The alleged issue began on (B)(6) 2014 at approximately 9:22pm. The patient reportedly tested on the subject meter and observed values of ¿48, 63, 61, 63, 96 mg/dl¿ which were reportedly considerably less than the values obtained on the other meter. The reporter did not have the results for the other meter available but claimed the readings were ¿really high.¿ the patient manages her diabetes with an unknown type/dose of insulin and is a self-adjuster. She reportedly did not develop any symptoms of high or low blood glucose and reportedly increased her food/drink intake at that same time (9:22pm) in response to the alleged lower readings. No other form of treatment was administered. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired. The samples were taken from an approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (07/08/2014)-device evaluation: the control solution and test strips involved with this complaint have been returned on 06/12/2014 and evaluated by lifescan product analysis on 07/02/2014 and 07/08/2014 respectively with the following findings: the control solution and test strips passed testing for the primary complaint with no failure detected and the products were found to be within specification. However a secondary issue was found with the test strips where error 4 was observed during control solution tests with no cause identified. The meter involved with primary complaint has been returned on 06/02/2014 but has not yet been evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.